Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: we are unable to perform any investigation as neither catalog number nor lot number are provided, no samples displaying the reported condition are available for examination.

Event description:
It has been reported that one unspecified bd¿ pen needle has been found broken during use. The following has been provided by the initial reporter: the patient stated his pen pak from last month is not working properly.